Event description:
During a lithotripsy procedure, the machine encountered an error that "dropped power." This machine was brought in by (B) (4). It was checked by the biomed dept here and passed. The power outlet was changed and the machine continued for five minutes and again "dropped power." The tech then called his company's engineer and he proceeded to trouble shoot the machine. The machine was functional for intervals of the case and stopped five times during the case. This procedure was completed without harm to the patient. There was no adverse outcome to the patient.